Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 865628, 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and birth contyrol pills. Concurrent conditions included amenorrhea. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure / expulsion of essure device right micro inserts expulsed / failure to occlude (close) fallopian tube (s) right fallopian tube patency"). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping"), menorrhagia ("heavy abnormal bleeding") and uterine pain ("pain, uterine"). The patient was treated with surgery (undergo one or more surgeries to remove and/or replace one or more of essure coils). Essure was removed. At the time of the report, the pelvic pain, vulvovaginal pain, genital haemorrhage, dysmenorrhoea and uterine pain had not resolved and the last episode of abdominal pain, menorrhagia and device expulsion outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: she did not remove essure device. Patient tolerated procedure well. Post procedure device noted at ostia with 1 coil traling. Patient tolerated procedure well. Discrepancy noted in dates of insertion :(B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion; in (B)(6) 2013: unilateral occlusion (right tube occluded); on an unknown date: r) side, tube not occluded, left (l) tube occluded most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received. Lot number added, historical drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping"), menorrhagia ("heavy abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine pain ("pain, uterine"). The patient was treated with surgery (undergo one or more surgeries to remove and/or replace one or more of essure coils). At the time of the report, the pelvic pain, vulvovaginal pain, genital haemorrhage, dysmenorrhoea and uterine pain had not resolved and the last episode of abdominal pain and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: she did not remove essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication updated , new events genital haemorrhage, dysmenorrhea, uterine pain added. Outcome for the events genital haemorrhage, dysmenorrhea, pelvic pain, vulvovaginal pain, uterine pain added as not recovered / not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 865628-invalid, 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and birth contyrol pills. Concurrent conditions included amenorrhea. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure / expulsion of essure device right micro inserts expulsed / failure to occlude (close) fallopian tube (s) right fallopian tube patency"). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping"), menorrhagia ("heavy abnormal bleeding") and uterine pain ("pain, uterine"). The patient was treated with surgery (undergo one or more surgeries to remove and/or replace one or more of essure coils). Essure was removed. At the time of the report, the pelvic pain, vulvovaginal pain, genital haemorrhage, dysmenorrhoea and uterine pain had not resolved and the last episode of abdominal pain, menorrhagia and device expulsion outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: she did not remove essure device. Patient tolerated procedure well. Post procedure device noted at ostia with 1 coil traling. Patient tolerated procedure well. Discrepancy noted in dates of insertion :(B)(6) 2012, (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: r) side, tube not occluded, left (l) tube occluded; on (B)(6) 2012: results: bilateral tubal occlusion; in (B)(6) 2013: results: unilateral occlusion (right tube occluded). Lot number 865628 is invalid. Lot number: 855628 manufacture date:2011/04 expiration date: 2014/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality-safety evaluation of ptc incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 865628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping"), menorrhagia ("heavy abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine pain ("pain, uterine") and device expulsion ("expulsion of essure"). The patient was treated with surgery (undergo one or more surgeries to remove and/or replace one or more of essure coils). Essure was removed. At the time of the report, the pelvic pain, vulvovaginal pain, genital haemorrhage, dysmenorrhoea and uterine pain had not resolved and the last episode of abdominal pain, menorrhagia and device expulsion outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: she did not remove essure device. Patient tolerated procedure well. Post procedure device noted at ostia with 1 coil traling. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion; on an unknown date: r) side, tube not occluded, left (l) tube occluded. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received, lot number received, event device expulsion was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the second episode of abdominal pain ("severe cramping") and menorrhagia ("heavy abnormal bleeding"). The patient was treated with surgery (undergo one or more surgeries to remove and/or replace one or more of essure coils). At the time of the report, the pelvic pain, vulvovaginal pain, the last episode of abdominal pain and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.